Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon advised that the fenestrated bipolar forceps instrument was not performing its function in cutting properly, thereby making it impossible to perform the procedure with the instrument. The procedure was completed with no reported injury.